Manufacturer narrative:
The pump remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. In this case these factors may have included the progressive nature of the patient's underlying disease process and his past medical history of diabetes. There are patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites.

Event description:
Discharge. The patient was started on augmentin on (B)(6) 2016 when cultures proved to be positive for proteus. The patient is reported to have been following his prescribed dl exit site care and had not experienced any know trauma to the area. The patient was admitted to hospital on (B)(6) 2016 with a dl infection and abscess. The patient was treated with incision and drainage (I&d) of the site and placement of a wound vac dressing on (B)(6) 2015. The patient was discharged home on (B)(6) 2015 on intravenous antibiotics.